Event description:
While drilling an stryker navigation pin (3x110) man ref# 6007-103-110, lot# f02911. The tip of the pin broke off and lodged into the patient's left knee. The surgen said he was not going to remove it.====================== manufacturer response for navigation pin, (brand not provided) (per site reporter)======================